Manufacturer narrative:
At this time, this device had not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed loss of capture at the maximum outputs. A revision procedure was performed and an occlusion in the coronary sinus was noted. The lv lead was explanted and a new lv lead was not able to be implanted. The physician requested an is-1 device; therefore, he explanted the device. No adverse patient effects were reported.